Event description:
The customer contacted heartsine to report that on/off button on their device is not working. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Heartsine evaluated the device and verified the issue. The cause was determined to be membrane failure due to corrosion, which is related to storing the device outside of the indicated conditions. The device was scrapped and the customer received a replacement device.

Event description:
The customer contacted heartsine to report that on/off button on their device is not working. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report. The sam 500p device is not available for distribution in the united states but is similar to the sam 350p and 450p which is distributed in the united states.